Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak, granuloma and silicon migration . Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Gel bleed: not observed. Silicone migration: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. As per the investigation procedures observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side siliconoma and silicone bleeding, as well as capsular contracture baker grade ii, diagnosed by ultrasound and MRI. Device has been explanted and replaced with non-allergan device.